Event description:
Customer reported that when he puts the new infusion set in, one day later he receives a no delivery alarm. Customer is then forced to remove the infusion set and put in a new infusion set system. Customer stated that he experienced elevated blood glucose levels and never received a no delivery alarm. Customer also reported an issue where he has inserted the reservoir and it jams. Customer declined troubleshooting for any of the issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.